Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) powered up displaying no trigger. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 corrected fields: h11 upon further review it was determined that the reported event is a normal message on power up. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.